Event description:
It was reported during a generator replacement procedure; dislodgement of the left ventricular lead was noted and the device was found to be programmed to rv only. A fluoroscopic image confirmed lead dislodgement. The lv lead was unable to capture due to the dislodgement. The lv lead was explanted. The physician elected not to implant a new l/v lead. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. The reported event of no capture was confirmed. External insulation abrasions were noted at 79.3 cm to 79.4 cm, 79.6 cm to 79.7 cm and 79.8 cm to 79.9 cm from the connector pin consistent with lead friction to the device or feature of the heart.